Event description:
It was reported that after placement, the catheter shaft broke off at the point where the stent ended. The detached part remained in the sheath and the doctor was able to remove it from the sheath. No reported injury to the pt. No excessive force used to pull on the system after placement of the stent. This was for an sfa procedure taking an antegrade approach.

Manufacturer narrative:
This event is being reported because the device is the same or similar to one that is marketed in the united states. The complaint sample has been received at the manufacturing site and is currently being evaluated.